Event description:
It was reported by the patient that they were having seizures due to hypoglycemia and was woken up by their dog. The patient then called the ambulance and was transported to the hospital on (B)(6) 2025. The patient's blood glucose (bg) levels dropped to 22 mg/dl as reported by the ambulance staff. The pod was worn between 24 and 36 hours on the arm. At the hospital, the patient was treated oral glucose treatment (juice) and intravenous dextrose (multiple doses). The patient was discharged the following day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported by the patient that they were having seizures due to hypoglycemia and required medical attention. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios, omnipod software app version: 1.1.6, smartphone operating system: 18.3, smartphone hardware: iphone14.8, cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.